Event description:
It was reported that the user¿s pump indicated a low glucose alert that the user did not feel, the user ingested oral glucose, and a subsequent urgent care fingerstick measured 180 mg/dl, suggesting an inaccurate low indication and inconsistent readings; the user was advised to replace the sensor and monitor for further discrepancies. Symptoms included perceived hypoglycemia without corroborating fingerstick confirmation. Outcomes included no adverse health impact and no hospitalization. Investigation included troubleshooting and education regarding potential causes of inconsistent sensor readings and recommendation for sensor replacement. Investigation of this case revealed inconsistent glucose indications likely related to sensor performance rather than a systemic pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.